Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information requested but, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this report was generated to capture the unknown(s) associated with this complaint. A separate FDA form 3500a has been completed for the known amount of dressings associated with this complaint. (B)(4).

Event description:
A pharmacist reports "nurses stated the dressing duoderm melted on the wound." The pharmacist further reports that the number of lot(s) and product(s) impacted are unknown.

Manufacturer narrative:
Additional information was received on november 02, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).